Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found one haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -16.00 diopter, in the patient's left eye (os) on (B)(6) 2019. The patient was removed from the operating room and returned 2 hours later to check the vault. The lens was found to have low vaulting, with lens rotation, and the lens was explanted the same day. The lens was exchanged for a longer lens and the problem was resolved. The cause of the event was white-to-white border.